Event description:
Head physician of the hosp, reported to our sales rep that he was performing a surgery with the g3 target device. During this, he observed that the g3 target device cracked at the top. A replacement was available, so that the surgeon could complete the surgery.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.